Event description:
After insertion and saline flush of midline catheter 6" into median cubital vein pt c/o feeling flushed and short of breath. Blp 200/99. Symptoms self limiting without intervention and pt stated she felt "better" after several minutes.